Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/02/2017 with the following findings: a review of the pump¿s black box showed multiple cs 078 alarms. During testing, pump alarmed with a cs 078 alarm upon the first rewind attempt. The pump case was removed and moisture corrosion was found on internal components of the pump including the printed circuit board, cgm module and the motor flex/connector. Unrelated the complaint, investigation revealed a cracked battery compartment. A leak test was performed and a battery compartment leak was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.